Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station himcu drawer 6.1 cubie d5 failed to open and unable to recover. Customer stated that while trying to get the cubie to open, plastic piece of the latch was broken, needed to unload and eject the cubie but was unable to since it had inventory assigned. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch was broken. A field service engineer removed bad cubie pocket to resolve. The heart function test was completed successfully, and pharmacy was able to use the drawer with no further issues. The system functioned as intended after the field service engineer repaired the device.